Manufacturer narrative:
(B)(6). The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Healthcare professional reported unknown side "repeated axillary lymphadenopathy after breast enlargement" and "it is unknown whether it is an allergan product." Device remains implanted.